Event description:
Exit block was reported. X-ray revealed dislodgement of the left ventricular lead. During surgery, an insulation anomaly was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.